Event description:
It was reported that during the posterior cervical fusion procedure, the tip of the bur was broken when creating pilot hole with motor. No patient impact reported. It was also reported that there was no intervention planned or performed and the procedure was completed with the use of backup product. On follow-up it was reported that there were no patient or staff impact.

Manufacturer narrative:
H3: product analysis for mr8-14ba20d: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em800n; serial/lot #: (B)(6); UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis for (B)(4) mr8-14ba20d, lot:227402881: evaluation determined that the ball tip of the tool is broken off at the end of the stem of the tool. The likely cause was identified as tip tool fracture is excessive lateral force/ pressure on the end of the tool; also, possible excessive heat may have been a factor due to the discoloration colors on the stem of tool. It was also noted that tool is discolored and has some signs of very minor corrosion. Additional information: there is no allegation with the device em800n, serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.